Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Diopter: +19.50. Concomitant medical products: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation method: lens work order search evaluation results: a lens work order search revealed one complaint within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +19.00 diopter collamer single piece lens. Lens tore upon insertion into the patient' eye. The lens was removed with no patient injury. No widened incision and no sutures. Lens was replaced with another staar lens.

Manufacturer narrative:
Method: device history record review. Result: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes that may have contributed to the complaint issue. Physician report does not indicate that any adverse event or condition would have caused damage to the lens resulting in the tearing of the lens during insertion. Conclusion: based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. (B)(4).